Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: black box shows evidence of unexplained power on resets. Battery compartment is cracked above and below the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a cracked battery compartment and an intermittent power issue. This complaint is being reported because the power issue was not resolved.